Manufacturer narrative:
(B)(4). The customer did not provide the lot number. No manufacture date can be determined.

Event description:
The customer reported that after use of the sensor, a "stage 3 deep tissue injury" occurred. The nurse also stated that the wound was "ischemic tissue¿ with little scarring and healed with wound care. The customer reported that the patient was very ill and later expired and that the expiring was not related to the sensor or forehead wound.